Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric surgery, after firing the cartridge, the reload would not open back. The handle and cartridge broke off. The jaws got locked on the tissue where another instrument was used to remove it using graspers. There was no patient injury.